Manufacturer narrative:
Zimmer biomet complaint (B)(4). Investigation results: the product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record and complaint review could not be completed. A definitive root cause has not been determined. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Patient ID was not provided. Age was not provided. Event date unknown. Device lot # was not provided/unknown. Product has not been returned.

Event description:
The clinician reported that the screw fractured at tooth site #12 in the patients mouth which was confirmed by x-ray. The clinician also reported edema, hyperplasia and inflammation. Surgical intervention was indicated, the screw was removed at the oral surgeon and the device is not available to send back.